Manufacturer narrative:
Aware date used as event date is unknown. Implant date estimated as implant date is unknown. Estimation based on the event occurring at the 6-month follow-up.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 6-month follow up, transesophageal echocardiogram (tee) revealed a non-mobile clot formed on top of the watchman implant. The patient was asymptomatic with no signs or symptoms of stroke. The patient was restarted on eliquis twice daily with plans to recheck the device related thrombus via tee in 6 weeks. To note, there was no thrombus noted at the 45-day follow up tee.